Manufacturer narrative:
E1 initial reporter address: (B)(6) hospital.

Event description:
It was reported that a dissection occurred. The 90% stenosed target lesion was located in moderately tortuous and severely calcified mid-distal right coronary artery (rca). Following pre dilation using a 2.50 x12 mm non-compliant balloon, a 2.75 x 38 mm promus premier stent was deployed successfully at 16 atm for 12 seconds. A type b, flow limiting distal edge dissection was then noted. The dissection was covered with a 3.00 x 28 mm promus premier stent. The stent was post dilated with a 2.75 x 12 mm non-compliant balloon and the procedure was completed successfully. The patient fully recovered and was stable post procedure.